Event description:
Allegedly aseptic stem loosening.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00134.